Event description:
(B)(4). This incident took place in france. In the birth room, while inserting an epidural catheter, the catheter could not be inserted into the pajunk adapter. The adapter appears to have insufficient perforations. Delay in administering epidural analgesia, including a delay in injecting local anesthetics into the epidural catheter, resulting in persistent pain in the patient. Change of batch; open a new batch to retrieve the adapter.

Manufacturer narrative:
Irn# (B)(4). This incident took place in france. The investigations are still ongoing. The analysis results will be transmitted to the agency via follow up report.